Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the pt was taken for the percutaneous transluminal coronary angioplasty for the lesion found in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.0 x 15 balloon and the lesion was stented with the xience v 2.75x28 which was deployed at 14 atmospheres. During the withdrawal of the stent delivery system, a dissection was found at the proximal part of the deployed stent. Another xience v 2.75 x 12 was used to treat the dissection. At the end of the procedure, timi iii flow was achieved. No additional information was provided.